Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). The caller states the pt was admitted to the facility with increased pain levels. The caller states the pt has not used their stimulator in a long time and pt has recently been removed from opioid meds so the pt elected to turn on their ins with their controller (prior to going into the facility). The caller stated the pts stim was not comfortable and when the pt turned the ins off with controller, the pt feels like the ins is still on. The caller was with the pt and had placed new battery into the pt's controller. When engaging the 'ins off' button on the controller, the top right yellow battery on the back of the controller displayed as well as the bottom two lights on the left side of the back of the controller. This process was completed multiple times and the controller was indicating the ins was off, controller and ins battery were ok based on the light displays on the back of the controller. The caller noted the pt has been admitted to the their facility in the past with similar situations (pain) but those were not related to the stimulator. The caller noted that when pt was first admitted the situation was worse but since the pt has been in the facility the pt's situation seems to have improved. The caller notes they will continue to monitor the patient. A rep from workers compensation called on behalf of pt to advocate for them. Caller repeated info that pt went to the hospital yesterday at ER and came back home with still is a lot of pain. Caller stated pt had out new batteries into controller but it won't turn off. Caller was unsure if implant is from a different manufacturer and stated implant shows it was replaced in 2011. Agent reviewed results from yesterday's phone call documented below with implant showing as off, redirected caller to competitor manufacturer to check their records, and explained rep role. Caller stated as of today, pt still feels implant as on. Pt called back and repeated the same information from original call. They said they thought they had turned it off but can still feel the stimulation. An hcp later called back and reported they are in ER department working with the pt who used her remote to try to turn on stimulation last friday (B)(6). Pt reports feeling stimulation all over their body (pt originally had the system for legs and feet). When asked, the pt doesn't remember seeing lights come on the back of the remote when communicating with the ins. They are using a fresh 9-volt and the 9-volt light comes on green when any buttons are pressed. Caller made multiple attempts over ins to turn stim off and to reduce the stimulation but the pt didn't notice any changes in stimulation sensation. It was reported a rep was to meet with the patient, technical services (tss) reviewed with the rep consideration to use emergency stop on programmer as a way to turn the implant off. The rep later reported that they were able to interrogate the ins with the programmer. Stim was showing off. Tss walked caller through turning both programs down to 0v, which was done successfully. Pt mentioned feeling stim in their chest area still. Tss reviewed that ins should be considered off and any ongoing stimulation sensation should be assessed medically. Tss reviewed imaging leads in case they've moved as pt has had multiple falls (per family member) and tss also reviewed need to remove system as a consideration if needed. The patient was referred to a different hcp and reps are locating a spare external device to meet with the patient. On 2025-apr-23 it was reported a rep was to meet with the patient, technical services (tss) reviewed with the rep consideration to use emergency stop on programmer as a way to turn the implant off. The rep later reported that they were able to interrogate the ins with the programmer. Stim was showing off. Tss walked caller through turning both programs down to 0v, which was done successfully. Pt mentioned feeling stim in their chest area still. Tss reviewed that ins should be considered off and any ongoing stimulation sensation should be assessed medically. Tss reviewed imaging leads in case they've moved as pt has had multiple falls (per family member) and tss also reviewed need to remove system as a consideration if needed.

Event description:
Additional information was recieved from the manufacturing representative. Rep stated while speaking with medtronic tech support, rep communicated that device was turned off and all intensity was turned to zero. The stimulator was never on and stimulation was at zero. Rep is unaware of patient¿s medical history, and do not have anything to add.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.